Event description:
It was reported that, a couple of days post-implant, the doctor reviewed the implant x-rays and was not happy with the electrode placement. A procedure was scheduled to reposition the electrode. The electrode was successfully repositioned with good shock impedances. During defibrillation testing, the programmer had a red screen and there was an alarm. The doctor repositioned the programmer wand to resolve the issue. There were no additional adverse patient effects. The system remains implanted.